Manufacturer narrative:
This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to loss of capture that was discovered in a routine clinic check. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 108 millimeters (mm) from the terminal end. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to loss of capture that was discovered in a routine clinic check. No additional adverse patient effects were reported.